Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a recent blood glucose level of 50 mg/dl, which was treated with glucose tabs. Customer also reported blood glucose levels up to 483 mg/dl on the day of the call, which was treated with the insulin pump. Blood glucose level at the time of the call was 444 mg/dl. Low blood glucose troubleshooting was declined. The insulin pump did not show any malfunction during high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.